Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure the smartpump "pumped intermittently with given a noise." It was reported that "the patient received a compartment syndrome." It was reported that the procedure was completed successfully with no delay. Attempts are being made to contact the user facility for additional information.

Manufacturer narrative:
The reported event of the device pumping intermittently was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon evaluation, no components were identified which would have likely caused or contributed to the reported event. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a procedure the smartpump "pumped intermittently with given a noise". It was reported that "the patient received a compartment syndrome". It was reported that the procedure was completed successfully with no delay. Attempts are being made to contact the user facility for additional information.